Manufacturer narrative:
Failure analysis found button error alarm and no button response due to corroded keypad traces. Pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
The sister reported via phone call that the customer received a button error alarm. The customer's blood glucose was 84 mg/dl. The caller could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.